Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) showed a red alert for an rd error code in the remote monitoring system, detected (B)(6) 2020. This device integrity code indicates the device's programmed parameters were lost and have reverted to factory settings. Also, previous yellow alerts indicating setup and reference ECG were not completed were observed to have occurred on (B)(6) 2020. Device data was reviewed by engineering and it was confirmed a device reset had occurred but therapy remained available. During a self-check the device identified a problem and performed a reset to correct it. In this case, the device was not able to self-restore the programmed settings. Therefore, the patient was seen in the clinic and the device settings were reprogrammed. It was noted the patient had undergone an magnetic resonance imaging (MRI) scan on the date of the (B)(6) yellow alerts. Technical services discussed the MRI would not have caused the device reset, as that occurred in september and this device had only one reset recorded in the device data. No adverse patient effects were reported. The device remains implanted and in service.